Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a longevity of 10 months and dropped to the elective replacement indicator (eri) after one month and was suspected to be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) discussed that charge time (CT) has been gradually increasing over time. This device remains in service. No adverse patient effects were reported.